Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a additive issue was found before use with a bd vacutainer® 9nc 0.109m plus blood collection tube. The following information was provided by the initial reporter, "before use, the customer found 1ea tube additive is not colorless transparent."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for abnormal colored additive with the incident lot was observed. Additionally, visual examination of the 200 retained samples from the implicated lot number did not identify any instances of discoloured additive. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that a additive issue was found before use with a bd vacutainer® 9nc 0.109m plus blood collection tube. The following information was provided by the initial reporter, "before use, the customer found 1ea tube additive is not colorless transparent."